Manufacturer narrative:
The reported difficult to open or close-gripper actuation - both during procedure could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). The reported entrapment of device and expulsion-ccd during procedure could not be replicated in a testing environment as they were related to patient or procedural/operational circumstances. The reported unintended movement ¿ n/a was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in gripper actuation of both the grippers and unintended movement in the left ventricle cannot be determined. Additionally, a cause for the reported expulsion (complete clip detachment) resulting in embolism cannot be determined. Embolism is a known possible complication associated with mitraclip procedures. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.codes removed:health effect- impact code: 4624medical device problem code: 1157

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed posterior leaflet at p1 and p2, posterior leaflet flail at p3, prolapsed anterior leaflet at a2 for a mitraclip procedure. During the procedure, mitraclip nt was implanted on the central side of anterior and posterior leaflet 3 (a3p3) and the second mitraclip xtw was implanted on the lateral side of anterior and posterior leaflet 2 (a2p2). Physician decided to place another third mitraclip nt on the medial side of anterior and posterior leaflet 3 (a3p3). Third clip was steered over the valve, and the posterior leaflet was caught at the gripper, and interacted with the flail chordae, tried removing the stuck posterior leaflet, but was unsuccessful. It was decided to grasp the leaflets, and it was observed that the grippers would not lower and raise. Troubleshooting was performed but was unsuccessful in lowering the grippers. While grippers in raised position, physician attempted as much leaflet as possible in clip arms and closed the clip. Mitraclip nt was implanted. Once clip was deployed, it was freed from the chordae. After few heartbeats, mitraclip nt was embolized into the left atrium. Mitraclip nt clip delivery system and steerable guide catheter was removed from the patient. Embolized mitraclip nt was removed with the snare equipment. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr), prolapsed posterior leaflet at p1 and p2, posterior leaflet flail at p3, prolapsed anterior leaflet at a2 for a mitraclip procedure. During the procedure, mitraclip nt was implanted on the central side of anterior and posterior leaflet 3 (a3p3) and the second mitraclip xtw was implanted on the lateral side of anterior and posterior leaflet 2 (a2p2). Physician decided to place another third mitraclip nt on the medial side of anterior and posterior leaflet 3 (a3p3). Third clip was steered over the valve, and the posterior leaflet was caught at the gripper, and interacted with the flail chordae, tried removing the stuck posterior leaflet, but was unsuccessful. It was decided to grasp the leaflets, and it was observed that the grippers would not lower and raise. Troubleshooting was performed but was unsuccessful in lowering the grippers. While grippers in raised position, physician attempted as much leaflet as possible in clip arms and closed the clip. Mitraclip nt was implanted. Once clip was deployed, it was freed from the chordae. After few heartbeats, mitraclip nt was embolized into the left atrium. Mitraclip nt clip delivery system and steerable guide catheter was removed from the patient. Embolized mitraclip nt was removed with the snare equipment. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.